Manufacturer narrative:
Additional information: h4, h6. The device has not been received, however, the non-visual device evaluation has been completed and the results are as follows: DHR results: the DHR was reviewed for hahn tapered implant lot# 6125529 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results a review of stock product was performed for hahn tapered implant lot# 6125529 and found no additional product in stock. Investigation methods/results the reported product has not been returned to date therefore an analysis of the physical product could not be performed. Root cause description a root cause cannot be explicitly determined. It is unknown of the customer followed instructions in IFU-570. IFU-570 rev 3.0 (hahn tapered implant system) contains the following statement in precaution section surgical procedures: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to." Manufacturer reference #: (B)(4).

Event description:
It was reported by a healthcare professional that the doctor was having issues with implant failures on 3 different patients. The patient presented for implant placement on (B)(6) 2024 on tooth position #20. The patient returned on (B)(6) 2025, after delivery of the prosthesis/abutment, and the provider determined that the implant fractured and would need to be explanted. The patient's oral hygiene was reported as good. Radiographic x-ray shows implant is broken. The provider is waiting for the oral surgeon to finish their part of removing the remaining implant.

Manufacturer narrative:
The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. The manufacturer reference number: (B)(4). The additional reported event are captured in the following medwatch reports: 3011649314-2025-01280. 3011649314-2025-01418.